Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently locked up on boot up. There is no report of injury or death associated with the event described in this complaint.